Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer did not mention any symptoms related to high blood glucose. Customer treated with insulin pump. Customer's blood glucose value was 100 mg/dl at the time of the call. Customer stated that the insulin pump had an off no power alarm and insulin pump turned off the night prior to call which led to high blood glucose reading. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. Customer declined to check for site or insulin issues, and device settings. Unable to perform the high pressure test due to no tubing clamp available. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also reported to have received a off no power alarm without the low battery alert, motor error , and a motor position encoder error alarm. Troubleshooting was performed and completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and not expected to return for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test or motor error alarms during testing. Unit passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.